Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three weeks ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082040.

Event description:
It was reported that patient was experiencing inadequate stimulation due to high impedances noted on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that patient was experiencing inadequate stimulation due to high impedances noted on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4) (sn:(B)(6)). The returned leads were analyzed and visual (microscope) and x-ray inspection of the leads revealed that multiple cables were completely broken at the bent or kinked location of the leads. The bent or kinked location is 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The leads became kinked after it exited the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the allegation of high impedances has been confirmed. It appears that the leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.